Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device was clamped on tissue and could not be released. The surgeon had to cut away tissue to remove the device. It was not reported how the case was completed. There was no other reported pt consequence and 20 minutes was added to the procedure time.